Event description:
On (B) (6) 2008, the patient reported there are black lines on the lower half of the display screen of his insulin infusion device and he can not read the display. He stated he noticed this on (B) (6) /2008 and immediately switched to his backup infusion device. He said, the device has not been dropped or exposed to water. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.